Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy, excision of utethral mass, and repair of urethral injury due to sui, pelvic prolapse, menorrhagia, umbilical hernia, and rectocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2009. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and sparc were implanted. The patient underwent another procedure on (B)(6) 2009 and miniarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe pelvic pain, frequency, urgency, recurrent incontinence, and dysuria. It was reported that the patient underwent mesh removal on (B)(6) 2014.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.